Event description:
Caller alleged false negative urine hcg with cardinal hcg kit vs. Guidel kit result. The customer tested a pt that was eleven (11) weeks pregnant and the sp hcg came back negative. They ran a guidel test and it came back a strong positive. No other info provided. Technical support called and left two messages for (B)(4). No response from the customer.

Manufacturer narrative:
Customer did not provide lot number. Unable to perform further investigation due to insufficient event details. Pt was eleven (11) weeks pregnant and may have high levels of hcg. Hook effect cannot ruled out. Root cause cannot be determined without pt specimen analysis in-house. This issue will be tracked and trended.